Event description:
It was reported that an external blood leak was observed from the pressure sensor of a prismaflex m150 set during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.